Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device has been received.

Event description:
It was reported that the multiple cartridges leaked. The customer is unsure of the location of the leak and that they only noticed insulin all over the pump. Reportedly, the customer indicated that a new cartridge would be loaded. The customer's blood glucose level was over 400 mg/dl and it was treated with a manual injection. It was noted that the customer went to the emergency room (ER); however, the customer was not admitted. The customer was treated with a manual injection. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information was provided.